Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly and damage on the insulin pump. The customer's blood glucose level was 212 mg/dl. The customer insulin pump button scroll on its own or sometimes they don't respond at all. The customer was advised that the insulin pump will need to be replaced. The customer also reported that their is cracks on top right of the screen of the insulin pump. The patients dropped it sometimes but not on incident day. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar anomaly was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.